Event description:
Related manufacturer reference number: it was reported that during the implant procedure, the right atrial (ra) had dislodged three times and appeared to be implanted successfully on the fourth attempt. The next morning, no atrial capture and over-sensing of r-wave were noted on the ra lead. Revision was scheduled, and fluoroscopy was performed revealing dislodgement on both the ra lead and the right ventricular (rv) lead. During the repositioning of the ra lead, high variable thresholds were noted. The physician elected to explant the ra lead. The rv lead was also explanted. There were no adverse health consequences to the patient.